Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st. Related complaint for difficult or unable to operate on this lot #. No non-conformance's were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) open 4mm 32g pen needle without the tear drop label. Customer states that the non patient end was bent down and that the pen needle that did not work with injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported pen needle that did not work with injection and worked with flow check. Date of event : (B)(6) 2021. Sample status : awaiting sample.